Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced insulin flow blocked alarm. The customer's blood glucose value was 427 mg/dl. The customer stated that for the past 3 weeks, he missed work and was not feeling well. The customer declined to troubleshoot. The product was returned for analysis.